Event description:
N/a.

Manufacturer narrative:
It was reported that the leak was found to be coming from rg1. The fse also replaced the o-ring analysis of production: (3331/102) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit by soak testing it with a quarter tank helium and no leaks were found. The helium was exchanged for a full tank and found to drop overnight to a quarter of a tank suggesting it could not cope with high pressures. The fse wapped out the external regulators which repaired the issue. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) sat idle, a helium leak was discovered. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
No service order report available yet. Repair still ongoing. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) sat idle, a helium leak was discovered. There was no patient involvement, and no adverse event reported.